Manufacturer narrative:
Correction: this MDR was originally submitted on may 02, 2017 the MDR submission had an error in the MDR number 3011175548-2107-00011 the MDR number should have been 3011175548-2017-00011. This MDR is being submitted to correct the MDR number and provide the follow-up additional information. The returned graft segment was received and visually inspected, one end of the graft had the helix removed, there were portions of the wrap layer that had separated from the base graft and remained adhered to the helix . A clean cut was made on the opposite end of the graft segment and the helix was removed. It was observed that portions of the wrap layer separated from the base graft and remained adhered to the helix, however a root cause has not been determined. While the rings are added to the advanta vxt to improve kink, compression and torque resistance, a physician may choose to remove portions of it for surgical/technical reasons. The instructions for use (IFU) clearly define the appropriate steps of removing the helix. Hold the graft flat (horizontal). Take the very distal portion of the ptfe ring with a pair of forceps and slowly pull off the ring at a 45 degree angle, being mindful not to catch the outer soft wrap. If the external support rings are pulled too quickly, it is possible for a small portion of the vxt outer wrap to be removed. Should the outer wrap fray, the physician is still left with the base layer, which will be sufficient to complete the procedure. A device history record review was performed and the graft lot was found to have met all specifications. Clinical evaluation: the graft needs to be sized correctly prior to implant to ensure the integrity of the anastomosis sites. If a graft is too short there would be excessive tension at the suture sites and could potentially result in tearing or shredding. The instructions for use state complications may occur during the use of any vascular graft include mechanical disruption or tearing of the graft material which may result in adverse events.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that during anastomosis, while attempting to remove the helix from the graft the second layer was lifting.